Manufacturer narrative:
The internal complaint file #cmp(B)(4). Has been logged for this incident for traceability. The device involved in this incident was returned to belmont (UK office) for investigation. All devices affected with different problems were removed from service and repaired, parts needing replacement completed and returned to use. All machines affected were noted to be faulty at point of set up prior to placement on patient. Three units were reported as each having 2 issues for a total of 6 issues. One issue - "warning halt 4"for serial number (B)(6) was previously reported to belmont on 06 nov 2023. The investigation for the halt 4 issue in november 2023 detailed that the root cause was faulty electronics at the top of the water tank, which were replaced. No other faults were found during testing. The unit was serviced and safety tested prior to return to the user.the user indicated that all of the issues were noted prior to any use on a patient (no patient involvement) and that all devices have been repaired and returned to use. If the device sounds an alarm and/or presents a display other than the standard belmont medical technologies display, the operator should proceed according to the display message and/or the troubleshooting instructions. The following messages should be checked and confirmed: · low core temperature thermoregulation is continuing· core readout too low · out of normothermia range · patient temperature above xx.xºc (*) · patient temperature below yy.y ºc (*) · water temp too high (*) it was reported that cooling tank unable to be used due to not recognising water level. On inspection, rust was noted to water level probe machines. The device was evaluated by a belmont service technician and deposit could be seen around the float sensor and float after removing the tank. No issues were found with the stainless steel. A precise root cause of the deposists could not be determined. No further issues have been reported on the device since the tank was replaced. The halt 4 issue could be verified and was isolated to faulty electronics at the top of the tank. Belmont will continue to monitor this issue moving forward.

Event description:
2024/005/010/501/010 from mhra on 5/13/2024. 14.09.24 cooling tank unable to be used due to not recognizing water level. On inspection rust noted to water level prob on two criticool machines serial number (B)(6) serial number(B)(6) not previously reported. 30.10.23 electrical fire in motherboard. Machine repaired and returned serial number (B)(6) not previously reported. 03.11.23 "warning halt 4" - taken for repair and loan machine received serial number (B)(6) was previously reported to belmont on 06 nov 2023. 16.11.23 leaking waterfrom cracked tank. - cracked tank replaced serial number (B)(6) not previously reported. 16.04.24 leaking water from cracked tank. - cracked tank replaced serial number (B)(6) not previously reported.